Event description:
It was reported that the patient felt her pump was "overinfusing" and leaking medication. She stated "that fluid would lead out of her pump and out of her stomach when the doctor attempted refills." She also stated that her physician was unable to find the catheter access port (cap) during pump refills and that he had stuck her with the needle 30 or more times trying to find the port access. The pump had been filled with saline since early 2008 due to previous complications. The patient had five mris and a CT scan in the past few months to try and determine what was wrong with the pump, but nothing was confirmed; she stated the pump was "broken." She further stated that her doctors had not yet diagnosed the problem. The pump had been flipping which caused her stomach to turn black and was "cutting up" her insides. The patient stated that her body was rejecting the pump and that it was not explanted due to loss of insurance coverage in (B) (6). Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).